Event description:
This is the same event and same pt reported under MDR ID # 2939859-2001-10 (mmc# 2000302). This is the first MDR submitted for the first suspect product. Hypersensitivity injection site. Treated with medrol dose pack and benadryl cream.